Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report: pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, peg of a 6-12f mynx control vascular closure device (vcd) came out of the body with device after deployment. The user did a two-minute wait time, deflation and then exit after button # 2 depression. There was no reported patient injury. Both groins were accessed. The deployer had deployed approximately 12 mynx devices prior to this event. A cordis avanti sheath introducer was used, including an 11f sheath in the left groin where the issue occurred. Angiography verified femoral artery suitability, including insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity reported. Hemostasis was achieved with manual compression for less than 30 minutes. The device was stored and prepared according to the instructions for use (IFU). The sealant was deployed in the left groin femoral vein. The physician believed the device may have been withdrawn prematurely before fully depressing button #2, which may have dislodged the sealant and pulled it out of the skin during extraction. The sealant may have been dislodged from the arteriotomy. The device storage temperature did not exceed 25 °c. Button # 1 appeared to be fully depressed, the balloon was fully deflated, button # 2 appeared to be fully depressed, and no resistance was noted during device use. The device is being returned for evaluation.